Event description:
It was reported that after a percutaneous peripheral procedure, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed, the expected single suture was not present. The device was removed over a guide wire and two additional proglide devices were attempted with the same results. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, link, needles, and cuffs, key components of the device were not returned; therefore, the reported no suture present when the needle plunger was removed could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other two perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.